Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close) as both grippers were able to lower and raise as intended without issue. The reported difficult or delayed positioning-anatomy, image resolution poor and improper or incorrect procedure or method-failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. The reported deviation from the IFU is associated with the user steering down the cds to the valve without proper imaging resulting in the clip interacting with the anatomy. Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure were reported due to patient anatomy and echo shadowing. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was challenging throughout the procedure. An xtw clip (40809a1083) was inserted and advanced into the left ventricle (lv). It was noted the physician steered down to the valve without proper imaging. While in the lv, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae without causing damage. The clip was retracted into the left atrium (la). Here it was observed the anterior gripper was no longer lowering. Therefore, the clip was removed and replaced. Another xtw clip (40715a1102) was inserted and into the la. Again, the physician did not wait for imaging before steering the clip down to the valve. The clip was successfully deployed on the mitral valve, reducing mr to a grade of <1. However, after deployment, a pericardial effusion was observed as the patient's blood pressure decreased and heart rate as rising. Pericardiocentesis was performed but was unable to solve the issue. It was noted the steering down to the valve without imaging resulted in the clip contacting the atrial wall, causing a rupture of the pulmonary vein. This resulted in a clinically significant delay in the procedure. Therefore, surgical intervention was required to treat the bleeding from the pulmonary vein.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.